Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a faulty air detector. No patient injury was reported.